Event description:
During an initial implant procedure, it was observed there was no capture present on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.